Event description:
The report we received from the field indicated that during a coronary stent procedure , the stent dislodged from its delivery catheter. The dislodgement occurred during withdrawal of the delivery system. The dislodged stent was observed at the groin site by the sheath in a mangled ball and could not be completely retrived. Consequently, the pt underwent a surgical cut down as an attempt to retrieve the stent.